Event description:
A company representative reported that a chesapeake screw fractured approximately 2 years after implantation. The patient reported experiencing pain and showed signs of pseudo arthrosis. Revision surgery has not taken place nor been scheduled.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that a patient was revised to address a fractured chesapeake screw approximately 2 years after implantation. The patient reported experiencing pain and showed signs of pseudo arthrosis.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : device location unknown.